Event description:
Customer reported ongoing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin delivery. Subsequently, occlusions continued and the customer reverted to a backup insulin pump for insulin therapy.